Manufacturer narrative:
Further information was requested but was unavailable at this time.

Event description:
It was reported that a marker anomaly was observed on a ventricular tachycardia (vt-1) electrocardiogram (egm) episode on a remote transmission dated (B)(6) 2025 on the implantable cardioverter defibrillator (ICD). Review of the egm noted a marker anomaly at 3 to 4 seconds indicating a cycle length (cl) of 0.9 seconds and a programmed setting ventricular sensed (vs2), indicative of a very slow vt, potentially below common vt detection thresholds. There were no reported patient symptoms or consequences.